Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, an alert for upper high voltage lead impedance was received. Several programming changes were recommended. It is possible the impedance measurement was due to pocket encapsulation. The plan is to continue monitoring the patient with routine follow-up. The patient was discharged from the clinic.